Event description:
Customer reported experiencing ongoing low blood glucose (bg) events, with the lowest level reaching 42 mg/dl. Cause was not known. The customers husband assisted the customer with sitting up and feeding the customer carbs and glucose gummies. Tandem technical support recommended that the customer consult a healthcare professional to discuss potential factors affecting their blood glucose levels, and the customer acknowledged this advice.